Event description:
Facility staff reported that the power cord was cut and there were wires exposed.

Manufacturer narrative:
Tech found that the power cord was cut and there were wires exposed. Replaced the power cord to resolve this issue.